Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 15 manual power ups between the(B)(6) 2005 and the (B)(6) 2012, the longest of which lasts 58 seconds duration. On the (B)(6) 2013 the device records 20 manual power ups in which on all occasions information from the technical log records an in range impedance. The device delivered one 150 joule shock on three occasions and two 150 joule shocks on eight occasions. The last log entry on the (B)(6) 2013 records a manual power up lasting 16 seconds duration. Investigation was unable to replicate the reported fault. There were no ten minute manual power ups recorded in the memory log. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.